Manufacturer narrative:
A service call was performed; a damaged wash station was replaced. All products used on the instrument at the time of the complaint expired; therefore, no additional serological testing was performed. A review of the lot release records was performed for capture-r ready-screen, lots x204 and x207, and capture-r ready-ID, lot id087. The presence of the d and jka antigens on crrid, lot id087, was verified through lot release records. The presence of the d and jka antigens on crrs, lot x204, was verified through lot release records. The presence of the e, jka, and fya antigens on crrs, lot x207, was verified through lot release records.

Event description:
Customer reported unexpected negative reactions on a patient sample with ab_ID on galileo. During validation testing, antibodies on 5 of 41 samples were missed (anti-d, -e, -jka and -fya).